Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and has blank display anomaly. Customer's blood glucose at time of incident was 140 mg/dl. The customer was advised to insert new battery and monitor the insulin pump. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 140 mg/dl. The customer was unable to troubleshoot at time of call because of past event. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 140 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer was advised that pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronic assembly. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests, or verify unexpected restart, compromised force sensor system, or no delivery alarms due to the blank display. No buzzing anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.